Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system with no other devices. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is an indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that aspiration was lost during use. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in a lower limb vein. After approximately 12 seconds of being in thrombectomy mode, the console stopped and aspiration was lost. It was reported that there was no error message. Another of the same device was used to complete the procedure. There were no patient complications and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that aspiration was lost during use. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in a lower limb vein. After approximately 12 seconds of being in thrombectomy mode, the console stopped and aspiration was lost. It was reported that there was no error message. Another of the same device was used to complete the procedure. There were no patient complications and the patient status was stable.